Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that a fluid leak occurred after priming an xlung kit 230 for use. The leak was coming from the luer lock connection between the oxygenator and the temperature probe. The operator was able to stop the leak by tightening the luer lock connection. Upon further review, clinical support personnel stated the leak may have come from the larger de-airing port above the temperature probe. A photo of the device was provided for review. The sample is expected to be returned for manufacturer evaluation. No further details have bene provided.

Manufacturer narrative:
Additional information: b5 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The exact location of the leak could not be confirmed. No novalung console alarms occurred. The instructions for use (IFU) advise checking all connections before priming. It was confirmed that the luer lock connection which had to be tightened was checked before priming started - all of the connections were checked. There were no defects noted near the location of the leak. To resolve the reported issue, a new kit was primed. The reported leak did not result in any delayed or missed treatments. It was confirmed the sample was available to be returned for evaluation.

Event description:
The exact location of the leak could not be confirmed. No novalung console alarms occurred. The instructions for use (IFU) advise checking all connections before priming. It was confirmed that the luer lock connection which had to be tightened was checked before priming started - all of the connections were checked. There were no defects noted near the location of the leak. To resolve the reported issue, a new kit was primed. The reported leak did not result in any delayed or missed treatments. It was confirmed the sample was available to be returned for evaluation.

Manufacturer narrative:
Additional information: d4, h3 plant investigation: although the sample was reported to be available for evaluation, to date the device has not been received. Due to 100% testing, it is highly unlikely to detect a failure in the retention sample. Therefore, a retention sample analysis was not done. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. A review of the batch documentation was performed. No non-conformities were observed during the manufacturing process. The exact location of the leak is unknown. The provided photo shows droplets of liquid at the temperature port below the blood outlet at the cardioplegia port above the blood outlet. No visual defects were noticed on the oxygenator. Based on the available information, a definitive cause for the reported leak could not be determined.